Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00040-00. The date of that submission was (B)(6) 2025. H3: the device was received for evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The inflation test was repeated on the received sample. It was found that was not even possible to inflate cuff as it leaked so badly. The cuff was inflated by a syringe filled with air and returned device under water. Air leak was detected from cuff and a hole was found. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. No further action was taken.

Event description:
It was reported that the cuff deflated after the tracheostomy tube was inserted. It also deflated during suctioning, so the reporter tried to replace the tube. There was no reported patient harm/adverse event as a result of the event.

Manufacturer narrative:
B1, b2, h1: corrected.